Event description:
It was reported that after the device was fired it was noticed that about 200 degrees of the 360 degree circumference the staples did not deploy. The staples were still in the cartridge sticking up. The case was completed with another same like device with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.